Event description:
The pt underwent a diagnostic procedure. The physician attempted arteriotomy closure with the closer 6 f. Device. The physician did not perform the deployment in the correct sequence as stated in the instructions for use and ultimately could not park the foot. The pt was taken to surgery for device removal. The pt recovered without further incident. Field reports indicate that the physician had not used the device in some time and had forgotten the correct technique for deployment.